Event description:
During the reporting of a revision of revision one, the sales rep noted that the patient had a previous revision of primary stryker implants. The patient was revised on the left hip for a dislocated constrained liner.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown constrained liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.